Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details I have received several reports from my colleagues at vtgm that the 50 ml syringes are leaking and that the chemotherapy preparations are therefore leaking past the plunger. We still have two syringes in our possession. The batch numbers and expiry dates are: 2412015 and 30-11-2029. During use: it leaked chemotherapy drugs. Yes, chemotherapy drugs were prepared for administration in a laminar downflow hood. No patient/user impact

Manufacturer narrative:
(B)(4) follow up for device evaluation. Two samples were provided to our quality team for investigation. The products were thoroughly inspected, no evidence of a leakage could be identified, there was no damage observed on the syringes or any components that could contribute to a leak, and all stoppers were verified to be properly assembled on the plunger. A device history review was performed for reported lot 2412015 , no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the returned syringes, the product was verified to meet required specification and no leakages were observed. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time.